Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian (lg) that the patient had went to the emergency room with hypoglycemia. The patient's blood glucose levels declined to 2.2 mmol/l (40 mg/dl) while wearing the pod between 37 and 48 hours. The patient was treated with oral fast-acting carboydrates and was kept under observation until their blood glucose level went normal. The patient was discharged on the same day. The pod was removed during the treatment.